Event description:
Pt was in or for co2 laser laryngoscopy and bronchoscopy and replacement of t-tube when there was spontaneous combustion of air in the trachea in the t-tube. T-tube was immediately removed and medical measures instituted. Pt sustained first degree burns of the left fvc and epiglottis, and smoke inhalation. Laser not used again for remainder of procedure.